Event description:
Initial hcg result of 29 mlu/ml. Redraw of same patient recovered 2020 mlu/ml. Both sample run an additional time, the initial sample recovered 1807 mlu/ml and the redraw recovered 1969 mlu/ml. No info provided to determine if results were used to guide therapy. The field service rep was unable to determine cause. The field service rep performed performance check tests which were within specification.